Event description:
Healthcare professional (hcp) reports a pt reaction with first use of the psn membrane. The incident occurred within the first 2-3 minutes of the hemodialysis treatment. The pt experienced nausea and vomitting. The pt's treatment was discontinued and no blood was returned (estimated blood loss 250cc). The treatment was resumed with an alternate membrane and completed without incident.